Event description:
It was reported that the device was used during a cesarean section procedure. It was reported by the rep that the staples did not stay in and did not form correctly. A new device was pulled to complete the case. There were no pt consequences.